Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced autoreducing. Diagnostics indicated high impedances. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional infromation indicates that surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.